Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. F lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the inaccuracy began on (B)(6) 2015 6:56am. The patient claimed to have obtained an alleged inaccurate high blood glucose result of 460mg/dl on the subject meter compared to 297mg/dl obtained on another meter (freestyle lite) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with oral medications, diet and/or exercise including januvia and stalix. The patient reported that on (B)(6) 2015 6:56am she continued with her usual dose including sliding scale as a result of the alleged product issue. The patient denied that she developed any symptoms. The patient reported that on (B)(6) 2015, 10:00am during a doctor's office visit she was prescribed by a health care professional (hcp); novolog flex pen 10 units and an unknown pen 18 units at 9pm. No other device was used to perform a blood glucose test. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were carried out and the sample was obtained from an approved sample site. The test strips were stored correctly, within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.